Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). It was determined that there was a flow path contamination. The customer performed reagent flow path cleaning, replaced electrodes, and conditioned the electrodes. For verification, qc was performed, and all results were good. Operational and mechanical checks passed per documented servicing procedures. Controls are acceptable to the customer, and the instrument is performing to the manufacturer¿s specifications. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit for one patient. The initial result was 150 mmol/l, and the repeat result was 142 mmol/l. The sample was repeated because the customer experienced poor qc and performed lookbacks.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. On (B)(6) 2026, the customer reported that they again received questionable sodium electrode assay results from the cobas pro ise analytical unit; no result details were provided. The pre-analytical information indicates that the centrifugation time is shorter than recommended for most bd plasma separator tubes. The centrifugation speed is also faster than recommended. The investigation is ongoing.